Event description:
During spontaneous call from the patient, patient states that when she punctured one of the sterile diluent for remodulin vials with a mini spike disp pin she was unable to draw liquid up into the syringe when she turned the vial upside down. Patient said she got a new diluent vial, new mini spike and new syringe and was able to draw the liquid up with the new items. Patient wanted to know if she can still use the diluent vial from the first time- advised patient that she can use the sterile diluent for remodulin vial until exp date on the vial and most likely the mini spike disp pin was defective. Patient said she will use that diluent vial for her next mix with a new spike. Sterile diluent for remodulin vial lot#: 937940, exp: 03/2022. Mini spike disp pin lot#: 0061782616, exp: 05/31/2026. The patient did not experience an adverse event from this incident. Unsure if the patient still has this. Indication: primary pulmonary hypertension. Unsure if pt still has defective device to return to MFR at this point. This defective device; the reported product fault occur while in use with the pt? No ; did the product issue cause or contribute to pt or clinical injury? No; is the actual product available for investigation? No; did we replace product? No; pt had extra at home from order she received. Did the pt have a backup product they were able to switch to and use? Yes; if yes, was the pt able to successfully continue their infusion? Yes; is the infusion life sustaining? Yes; what is the outcome of the event? Resolved; pt used different diluent vial, mini spike disp pin and syringe and was able to successfully draw up diluent with no issue. No further info available. Reported to (B)(6) by pt/caregiver.